Event description:
A malfunction was reported with the pump showing a malfunction code. The customer was informed of the need to replace the pump following repeated issues, and instructions were provided for the return of the malfunctioning device. There was no reported impact on the customer's blood glucose level. The pump was replaced under warranty, but the customer declined to share what type of backup insulin therapy they would use in the interim.